Event description:
It was reported that the screen of a customer's pump was broken and remained non-functional despite the device starting up. There was no reported impact to the customer¿s blood glucose level. The device was set to be returned, and a replacement pump with a new serial number was issued.